Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device found the balloon did not show visual defects and was in a good condition. The catheter of the device was carefully inspected and no damages were found. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole located at the proximal section of the body of the balloon, thereby confirming the reported event of balloon leak. Microscopic analysis was performed and it was confirmed that the balloon had a pinhole. Additionally, the balloon was dissected to inspect the ro markers and they were in good conditions. It is possible that the interaction between the balloon and the scope, and/or other devices during procedure, could have created friction resulting to the failure found of balloon pinhole. Therefore, the most probable root cause is adverse event related to procedure because, the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. It was reported that during the procedure, the balloon would not inflate. Reportedly, the device was removed from the patient for inspection and it was found that the balloon was leaking. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.